Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an infection. The patient wore a life vest during a nine month period and recently underwent a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant. No additional adverse patient effects were reported. This system has not been returned.